Event description:
Secondary IV bag with doxorubicin infused via IV tubing set. After infusing for about one hour, the doxorubicin backed up about 12 cm past the check valve which is supposed to prevent this retrograde migration. The drip chamber on the primary bag was about 2/3rds full indicating that the chemo had not yet entered the primary bag. Primary tubing was clamped to prevent further retrograde migration of the chemo and the 6 hour infusion continued without incident.